Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection of the lead pieces revealed damage consistent with the explant procedure. Electrical testing did not reveal shorts on any conduction paths. Further inspection on the connector piece of the lead revealed no anomalies. On the distal piece of the lead, two internal insulation abrasions breaching the right ventricular (rv) lumen cables were noted proximal to the rv shock coil. An internal abrasion breaching the ring electrode cable lumens was also noted under the rv shock coil. The cause of the reported event was isolated to the internal abrasion under rv shock coil in which both ring electrode cables were abraded.

Event description:
During a follow-up, oversensing on the right ventricular (rv) lead was noted. Diagnostic imaging confirmed lead insulation damage. The lead was explanted and replaced. The patient was stable with no adverse consequences.